Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a ureteroscopy procedure their visera elite ii video system center displayed a e226 and lost the image on the camera system. They power cycled the device and once back up it displayed a scope communication error (b30). There was no report of patient death, harm, or injuries reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The customer returned the device for evaluation. Olympus performed a visual inspection on the as is received condition of the device; noted no physical damaged to the device. The device was tested with a test camera head and no issues were found. The device was returned with a camera head (ch-s190-08-lb serial number (B)(6) which was also inspected. Olympus found the charge-coupled device connector corroded due to fluid invasion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely error codes e226 and b30 occurred due to fluid invasion to the associated customer camera head causing a temporary endoscope communication error between the scopes (refer to patient identifier (B)(6) for the camera head). Olympus will continue to monitor field performance for this device.